Event description:
"Caller alleged discrepant results compared with the reference meter. Results as follows:" date: (B)(6) 2013, inratio: 1.2, reference 2.6. Therapeutic range: 2 to 3. Time between tests: few minutes.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, retention products were used during in-house investigation. Retain strip testing results met both accuracy and precision criteria. The products performed as expected during testing. Root cause could not be determined from the information provided by the customer. The manufacturing records for the lot were reviewed. The lot me specifications and no non-conformances were documented. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.